Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the lines of the homechoice cassette. This occurred during dwell one of six of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp stated that there was air bubbles in the lines. Renal therapy services (rts) advised the patient to contact their peritoneal dialysis registered nurse regarding the issue. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.